Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_ptm_prog, product type programmer, patient. Product ID neu_ptm_prog. Product type programmer, patient. (B)(4).

Event description:
It was reported that after a spinal cord stimulator (scs) 7-day trial, which had a faulty programmer-battery, the patient had been permanently damaged to what was supposed to be relief for pain and possible leg weakness. Now the patient had to wear liners for incontinence, lost bowel sensation urge, and developed middle back pain due to a strong discharge. They were advised to replace the battery from the codes given by the programmer. It was too late and the damage was done. ¿the leads, battery and programmer are gone.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.